Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the teleflex medical, (B)(4) facility as part of a 98 pc. Lot in april of 2012. We are unable to validate the alleged complaint at this time. Sample part, video, or any picture was not received to perform an investigation, therefore we are unable to validate the alleged complaint.

Event description:
Issue reported: the applier was found to be misaligned during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: the applier was found to be misaligned during use. There was no patient injury.